Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Customer could not recall how much insulin was initially loaded into the cartridge or how much insulin was delivered since the cartridge was loaded. Customer's blood glucose level was not impacted. Customer declined loading a new cartridge onto the pump.